Event description:
A pt reported experiencing inaccurate errtic results with an ot profile meter. The pt's blood glucose results were 359mg/dl, 249mg/dl, 229mg/dl. Tests were done less than 10 minutes apart with a difference 28%. Pt did not experience any adverse events. No further info has been reported.